Event description:
This will be filed to report a clip caught in chordae and tissue damage. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade of 4. After deployment of the first clip (20919r2078 ntw), a noticeable jet returned through the clip. It was decided to implant a second clip(20919r1069 nt) lateral to first clip. The second clip ended up stuck in chords. After much work, the clip was freed and positioned on the valve lateral to the first clip. However, there was no improvement in mr. The physician believes the secondary chords were torn while trying to become untangled. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported difficult to remove (anatomy) could not be determined. The reported tissue injury and mr appear to be cascading events of the difficult to remove (anatomy). Additionally, tissue injury and mr are listed in the IFU as known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.